Event description:
It was reported that during the superion indirect decompression system implant procedure the physician used excessive force causing the device to break at the set screw spindle cap. It was stated that the malfunction occurred during the sagittal arc, wiggle. The device was removed, and the procedure was completed with a new smaller device. The patient is doing well postoperatively. The device will not be returned for analysis as it was disposed of by the facility.